Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, the capacitor maintenance was performed faster than expected on the device. Technical support was contacted and suspected this was due to oversensing of the diagnostic event. No intervention has been performed at this time. The patient was stable.